Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP device is getting very hot. It has electrical odor from the port that connects the water chamber. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer¿s investigation is ongoing. A follow up report will be submitted when the manufacturer¿s investigation is complete.